Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl to over 600 mg/dl. Customer reported that blood glucometer was showing only 300 mg/dl at the time of high blood glucose. It was unknown that auto mode was used or not. Customer stated retainer ring was damaged and reservoir compartment had crack. Customer stated reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.(B)(4).